Event description:
It was reported a pt had a kyphoplasty procedure and the dough time was 12 - 15 minutes. The cement showed nonhomogeneous consistency in the bone filler device. It was communicated that the cement was like "semolina" after mixing. The cement was used in the pt. The procedure was completed successfully and the pt was in "good condition." Cement storage was the same as years past. It was reported that the operating room temperature was 18 degrees c. No additional info was reported.

Manufacturer narrative:
Device not returned; follow up conversation with company representative.